Manufacturer narrative:
Discordant negative antibody screening result for 1 patient having an anti-leb(le2) antibody. The root-cause could not be determined. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed. (B)(4).

Event description:
A customer complained after obtaining what was described as a discordant negative antibody screening result for one patient sample using the ortho biovue system in conjunction with an ortho vision biovue analyzer. Date of event: (B)(6) 2017. Complainant/complaint reporter: (B)(6) ¿ transfusion manager. Reported on (B)(4) 2017 by (B)(6) to ortho care helpdesk. Reagents: 0.8% surgiscreen lot 8ss356 expiry date 28 november 2017. Ortho biovue system igg cassette lot igc029f expiry date 14 march 2018. 0.8% resolve panel c lot 8rc529 expiry date 28 november 2017. Software version: 4.8.0. Patient information: female; pregnant. The customer reported that on (B)(6) 2017, they had tested a patient¿s sample for antibody screening in the indirect antiglobulin test (iat) using 0.8% surgiscreen lot 8ss356 and ortho biovue system igg cassette lot igc029f in conjunction with their ortho vision biovue analyzer and that they had obtained negative reactions with the three cells of the red cell reagent. The customer reported that in parallel, they had tested the same patient¿s sample for antibody identification in the indirect antiglobulin test (iat) using 0.8% resolve panel c lot 8rc529 and ortho biovue system igg cassette lot igc029f in conjunction with their other ortho vision biovue analyzer and that they had obtained weak positive reactions (0.5+ reaction strength) and they were able to identify an anti-leb(le2) antibody. The customer reported that on the same day, they had then re-tested twice the same patient¿s sample for antibody screening in the indirect antiglobulin test (iat) using the same lots of 0.8% surgiscreen lot and of ortho biovue system igg cassette in conjunction with their first ortho vision biovue analyzer and that they had obtained: - indeterminate (?) Reaction with cell 3 and negative reactions with cells 1and 2 of the red cell reagent - indeterminate (?) Reactions with cells 2 and 3 and a negative reactions with cell 1 of the red cell reagent. The customer reported that the negative reactions obtained in the initial testing should have been graded 0.5+ or indeterminate. The customer reported that no biased result had been reported to a physician and that the patient concerned had not been harmed as a result of the reported event.